Manufacturer narrative:
Additional information received: it was reported that there were no problems detected with the medtronic devices in this study. It was clarified that the problems experienced were related to challenging anatomical neck patients. Additionally, someof these patients were non-IFU patients. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿predictive parameters of type 1a endoleak for elective endovascular aortic repair: a single-center experience¿. The time frame of this study was over a 3.5 -year period. Multiple manufactures products were implanted. Endurant ii stent grafts were implanted in the patient population.  The following adverse events occurred:  occlusion, infection, re-intervention  no further information was provided pertaining to medtronic products

Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿ predictive parameters of type 1a endoleak for elective endovascular aortic repair: a single-center experience¿. çetinkaya, f., iscan, h. Z., türkcü, m. A., mavioglu, h. L., ünal, e. U. (2024). Annals of vascular surgery, 98, 108-114. Ht tps://doi.org/10.1016/j.avsg.2023.07.095 literature was reviewed regarding ¿predictive parameters of type 1a endoleak for elective endovascular aortic repair: a single-center experience¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.